Event description:
It was reported ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Reportedly, the customer changed pump supplies and addressed elevated bgs with manual dose of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.